Manufacturer narrative:
Visual examination of the returned device found that the hypotube was kinked at 2.4cm distal to the strain relief. An examination of the distal subassembly extrusion found that the extrusion was kinked at 5.7 cm distal to the port. It is clear from the kinking that was evident along the length of the device that excessive force was applied to the device through some form of restriction. An examination of the profile of the balloon identified that the balloon had been inflated and that a longitudinal tear existed in the balloon. The longitudinal tear in the balloon was located 1mm distal to the distal edge of the distal markerband and extended proximally for a total length of 9mm. The root cause of the initial difficulties experienced by the physician and the longitudinal tear could not be indentified. Microscopic examination of the balloon material and of the distal markerband could not identify any issues that could potentially have contributed to the tear. It is noted that the device failed to meet specifications in its returned condition. However, a full review into the manufacturing history record for this device confirmed that the device met its material, assembly and product specifications at the time of its release to distribution.

Event description:
Determined to be reportable based on analysis completed on 01/26/2007. It was reported that during a ptca procedure, there was difficulty crossing the lesion. A 2.0x20mm maverick2 monorail, was advanced to the tortuous, 90% stenotic right coronary artery, however, the physician was unable to cross the lesion. The procedure was completed with a different device. There were no pt complications or injuries reported. The pt status is listed as stable. Device analysis indicates a tear in the balloon.